Event description:
Same case as MFR ID # 2134265-2013-09525. It was reported that during a percutaneous transluminal coronary angioplasty, stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.5x20mm promus element plus and a 3.0x12mm promus element plus stents were implanted in the mid to proximal lad. Following implant longitudinal deformity was noted. An additional 3.5x38mm promus element plus stent was advanced however was unable to cross the through previously implanted stents. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion being treated was 100% stenosed and located in the moderately calcified and non-tortuous left anterior descending artery. After the stent was unable to cross the lesion, post dilation occurred.